Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years and 10 months. The patient remains ongoing with the left ventricular assist device. However, a portion of the percutaneous lead is expected to be returned for evaluation but has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient presented to the clinic with damage to the previously repaired distal end percutaneous lead clamshell site with wires exposed. Several low voltage alarms were observed on the patient¿s system controller history. The manufacturer¿s technical services reported that the log file appeared to be normal and the pump¿s operation was not affected at the time. A hazard alarm was observed which may be due to customer disconnecting the driveline and no indication of device issues. Rescue tape was applied to the damaged area and a distal end percutaneous lead replacement was arranged.

Manufacturer narrative:
Evaluation of the returned portion of the driveline confirmed the reported external damage to the outer silicone jacket. System controller log file evaluation revealed normal device operation above the low speed limit for the duration of the log file. Occasional low battery advisories were captured due to low battery power. The log file ends with a pump stop due to a pump being disconnected from the system controller, on (B)(6) 2017 at 11:20am, resulting in alarms for driveline disconnect, low speed, and low flow hazard. Low battery hazard alarms were also captured at this time due to the disconnection of the system controller power cables from external power. No atypical events were captured. Technical services personnel arrived onsite on (B)(6)2017 and performed an external driveline repair. A portion of driveline was returned measuring approximately 20 inches. A clamshell from a prior repair was present. A prior driveline repair was also present approximately 16 inches from the controller connector. The repair site was disassembled and no problems were found. Rescue tape was identified along the entire portion of the driveline. The rescue tape was removed and tears to the outer silicone jacket were identified approximately 2.5 inches, 7 inches and 14 inches from the controller connector. A circumferential fracture of the distal end bend relief was also identified approximately 0.75 inches from the controller connector, adjacent to the clamshell. Visual inspection of the fracture revealed a rippled surface consistent with fatigue failure due to repetitive flexing at this location. No damage to the bionate was identified. The metal shielding showed approximately 7 inches of breakdown starting from the controller connector. Electrical continuity testing did not reveal any discontinuities or shorts. No damage to the underlying wires was identified. High potential testing did not reveal any insulation breaches that would have contributed to an electrical short. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.